Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a 4 second asystole event for which an expected alarm was not provided at the information center. Patient harm was not alleged; a review of the provided strip demonstrated that the event was a long pause event and not a prolonged asystole or code event. Spontaneous return of rhythm was identified in the strip therefore this occurrence is not classified as a serious injury.

Manufacturer narrative:
The manufacturer previously reported information that the customer reported that a patient had a 4 second asystole event for which an expected alarm was not provided at the information center. Patient harm was not alleged. Additional information has been received. The following information has been updated: d1, d2, d4, e3, g5, h2, h3, h4, h6. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.